Event description:
When the catheter was being removed 7cc of normal saline was withdrawn from the catheter balloon. When pulled gently to remove the nurse was met with resistance. The syringe was used again to see if anymore saline was left in the balloon but there was not. The surgical resident was then retrieved and attempted to remove with success. The catheter's balloon was then cut.